Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced yellowish exudate, outflow of gastric content and slight erythema of the peristomal area. It was reported by the patient that the patient was prescribed unknown oral antibiotics due to a "head injury after an accidental fall". It was unclear if the oral antibiotics were prescribed for the stoma site. Following the antibiotic therapy, it was reported that the patient's stoma site in good condition without exudate, and no signs of infection .